Event description:
It was reported the pt felt stimulation for a week after the initial implant and then had no stimulation. The pt turned the unit up to around 9 amps and did not get a response. The healthcare professional and manufacturer's rep assessed the device together and after a thorough reprogramming session and measurement reading on her device, it was determined that the device was at end of life on the battery. Following further question to the pt, it was found the pt had an MRI despite instruction against the procedure. It was following the MRI that the pt no longer had stimulation. The device was replaced. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B)(4).